Manufacturer narrative:
Unable to perform displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test due to receiving pump error 43 while testing. Pump passed self-test. No pump error 130 noted during testing. P-cap was attached and locked into place properly. No alarms/alert/anomalies noted during testing. All buttons function properly. Pump was successfully downloaded using thump for history and trace files. Pump error 130 occurred on (B)(6) 2024 11:44:21.000 in the history files. Pump error 43 occurred on (B)(6) 2024 12:25:34.000 in history files. Pump was cut open to perform visual inspection and found moisture damage at the pcba 1, pcba 2 and motor. The j1 connector on pcba 1 was locked properly during visual inspection. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case, cracked case-corner of belt clip rails, cracked case (battery tube) and label damage (stained). Pump error 130 was not confirmed and was noted in the history files. Keypad/buttons functioned properly during analysis. Unresponsive keypad was not confirmed. Pump error 43 was confirmed due to moisture damage to moisture damage on motor assembly. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 130, pump error 43, no response from buttons, crack on the battery compartment side the customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Customer will discontinue the use of insulin pump. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.